Manufacturer narrative:
A retroactive review of events within the quality system identified this record as requiring remediation, including reporting and submission of an initial emdr per applicable criteria. Boston scientific has opened a corrective and preventive action (CAPA 8647) investigation to determine the root cause for why an initial emdr was not previously submitted to the FDA in accordance with boston scientific established MDR reporting process and FDA adverse event reporting requirements. Information gained through these investigation efforts will be utilized to determine root cause and implement appropriate preventive action(s), as necessary. Fields h7 and h9 were updated. The returned driver was analyzed and the complaint was confirmed. Visual inspection identified both the tips of the driver were completely sheared off. It is stated that the failure occurred when trying to deploy the implant. It has been observed that when the driver is not fully seated onto the top of the implant and only half the tip interfaces into the spindle, any additional lateral movement during implant deployment, with a large lateral applied force, could shear the driver tips as observed.

Event description:
It was reported that during the superion indirect decompression system (ids) implant procedure a driver broke. As the physician attempted to latch the driver onto the spacer, he rotated it clockwise to deploy the implant. Despite applying minimal force, the teeth at the end of the driver broke off. Retractors and suction were used to remove the broken teeth from the spacer. A new driver was then utilized to complete the procedure and secure the spacer. No harm was caused to the patient during the procedure.

Event description:
It was reported that during the superion indirect decompression system (ids) implant procedure a driver broke. As the physician attempted to latch the driver onto the spacer, he rotated it clockwise to deploy the implant. Despite applying minimal force, the teeth at the end of the driver broke off. Retractors and suction were used to remove the broken teeth from the spacer. A new driver was then utilized to complete the procedure and secure the spacer. No harm was caused to the patient during the procedure.

Manufacturer narrative:
The returned driver was analyzed and the complaint was confirmed. Visual inspection identified both the tips of the driver were completely sheared off. It is stated that the failure occurred when trying to deploy the implant. It has been observed that when the driver is not fully seated onto the top of the implant and only half the tip interfaces into the spindle, any additional lateral movement during implant deployment, with a large lateral applied force, could shear the driver tips as observed.

Manufacturer narrative:
A retroactive review of events within the quality system identified this record as requiring remediation, including reporting and submission of an initial emdr per applicable criteria. Boston scientific has opened a corrective and preventive action (CAPA 8647) investigation to determine the root cause for why an initial emdr was not previously submitted to the FDA in accordance with boston scientific established MDR reporting process and FDA adverse event reporting requirements. Information gained through these investigation efforts will be utilized to determine root cause and implement appropriate preventive action(s), as necessary. Fields h7 and h9 were updated. The returned driver was analyzed and the complaint was confirmed. Visual inspection identified both the tips of the driver were completely sheared off. It is stated that the failure occurred when trying to deploy the implant. It has been observed that when the driver is not fully seated onto the top of the implant and only half the tip interfaces into the spindle, any additional lateral movement during implant deployment, with a large lateral applied force, could shear the driver tips as observed. A review of the instructions for use (IFU) was performed, it states to avoid application of excessive stress on instrumentation. It also states to carefully inspect all instruments prior to and after use. Do not use an instrument that is visibly damaged. If an instrument appears damaged after use confirm that no broken fragments are retained in the patient.

Event description:
It was reported that during the superion indirect decompression system (ids) implant procedure a driver broke. As the physician attempted to latch the driver onto the spacer, he rotated it clockwise to deploy the implant. Despite applying minimal force, the teeth at the end of the driver broke off. Retractors and suction were used to remove the broken teeth from the spacer. A new driver was then utilized to complete the procedure and secure the spacer. No harm was caused to the patient during the procedure.